Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the charger was unable to power on. The battery charger exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.